Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a bent cannula and due to the bent cannula had high blood glucose of 450 mg/dl. The customer was advised that the device would be replaced and to return the product for analysis. No further details given.